Event description:
It was reported that the pump usb port was damaged. Intermittent difficulty was experienced when charging the pump, despite attempting multiple usb cables, and eventually pump was unable to be charged. The customer¿s blood glucose was 116 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.